Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant, the device was deployed in the apical septal region without using contrast and low sensing values were observed. The leadless ipg system was removed and checked for clotting. No clots were noted on the delivery system, which was cleaned with water and a gauze. Heparin was administered through the introducer and flushed with 35 cubic centimeters. After new deployments, high thresholds, low sensing with normal impedance observed. Again, the leadless ipg system was removed and checked for clotting. No blood clots were present. A clean electrode was visible. New deployments were performed with contrast injections. The device was deployed in the apex, low septum and mid septum. Last deployment showed good sensing, impedance and, threshold values. After approximately eight minutes, threshold increased. The pull and hold test were never performed however, the physician stated every time recapture the device, and hold the tether tight to advance the delivery tool normal resistance was noted. Physician commented the device was attached to tissue and was not floating, and capture at 5 volts was noted. The leadless ipg was removed and not implanted. Patient to have a normal transvenous system implanted at a later time. No patient complications have been reported as a result of this event.